Manufacturer narrative:
The reported event of unable to loosen the atrial and ventricular setscrews to disconnect the leads could not be confirmed. Analysis revealed the atrial setscrew could be untightened normally with the torque wrench. The lead could then be removed. No anomaly was found. Analysis revealed the ventricular setscrew could not be untightened normally. The potential cause of the problem was lost during the mechanical phase of the analysis. Therefore, the device problem could not be determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined

Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient had revealed system infection following an unrelated injury, which had begun to reappear when the patient presented in-clinic, following prior initial treatment of the initial infection with antibiotics. Upon beginning surgical intervention to address the infection, the pacemaker set screw was found to be stripped. The pacemaker was successfully explanted on (B)(6) 2021. After completing the procedure, the physician was unable to remove the system leads from the pacemaker header, and the pacemaker header broke in half. The patient was stable throughout the intervention process.